Event description:
It was reported that the stent foreshortened. Reportedly, the procedure included treatment of a lesion extending from the right external iliac artery into the common femoral artery. The lesion was pre-dilated and there were no difficulties encountered during the deployment. Following the deployment of the stent, it was identified that the stent had foreshortened by approx 20mm. The lesion had been treated completely, the physician did not take any further action. The stent was postdilated and the procedure was completed successfully and without any injury to the pt.

Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by user facility; therefore, not available for eval. The event investigation is currently underway.